Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. Attempted to activate high/low glucose alarms with an ios and android device using a good known libre 2 sensor. The ios and android device successfully received high/low glucose alarms. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm while wearing the adc device using freestyle libre 2 app. As a result. The customer presented to the hospital from (B)(6) 2022, due to symptoms of vomiting and was treated with insulin drip, humalog/ levemir, for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.